Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier is defective, the clips do not close properly and the surgeon found them free and crossed. There was no patient injury.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the teleflex medical (B)(4) facility as part of a 100 pc. Lot in november of 2008. Evaluation of the returned instrument shows that the tips are aligned properly with each other and the instrument properly picks-up, retains, closes and releases multiple clips as required of its function without the legs of the clips being crossed as stated in the complaint. During the evaluation 3 clips were closed using this instrument and each closed clip was measured as they would be during the function test during manufacturing operations and all three clips measured within the desired parameters of .0010"-.0015"(.0042" max.) For eye gap and .0015"-.0018" (.0030" max.) For leg gap. At this time we are unable to validate the alleged complaint since we are unable to replicate the alleged issue. All instruments were 100% visually inspected and function checked at time of manufacture as this was a standardized procedure at the teleflex medical (B)(4) facility. No corrective action required at this time.

Event description:
It was reported that the applier is defective, the clips do not close properly and the surgeon found them free and crossed. There was no patient injury.